Event description:
It was reported the pt had a lead revision because the "stimulation wasn't reaching her foot as it was prescribed and implanted for." It was stated that, prior to revision, the pt "could feel the wires and they felt very uncomfortable like they were pulling and shocking even though the stimulation wasn't on." It was also stated the pt's device would heat up during recharge until "it was painful and hurts." Troubleshooting was attempted. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).